Event description:
It was reported that during a routine upgrade from a pulse generator to an ICD the physician noted that the atrial lead insulation was breached. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.